Event description:
It was reported that the insulin pump had malfunctioned. The customer stated that she last changed the infusion set almost 4 hours prior, and the insulin pump may have delivered the entire reservoir full of insulin to the customer. The blood glucose reading was 35 mg/dl. She treated with food and was able to higher the blood glucose reading to 95 mg/dl. It was also reported that the customer was hospitalized for low blood glucose levels on (B)(6) 2015. The blood glucose reading was unknown. The customer believed the low blood glucose issue was possibly due to the insulin pump. She declined to complete troubleshooting for the matter. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The insulin pump passed delivery volume accuracy test.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off/no power or low battery alarm was noted. The unit passed functional testing, including the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No cosmetic damage was noted. Results for the volume accuracy test are pending.